Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system has been received. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis consistent with the reported usage and handling of the device. The clip was returned fully closed, and the arm positioner was fully turned in the closed direction. The reported bent delivery catheter (dc) shaft bend was confirmed. The actuator mandrel was removed, and observed to be bent. Potential causes for the bend in the dc shaft resulting in difficulty positioning the clip can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, bends in the dc shaft resulting in difficulty positioning the clip may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Based on the information reviewed, the bend in the dc shaft resulting in the difficulty in positioning the clip was likely a result of the bend in the actuator mandrel; however, a cause for the bend in the actuator mandrel could not be determined. It is possible that tension on the device and patient tortuosity contributed to the bends in the actuator mandrel, however this cannot be definitively determined. There does not appear to be any evidence of a quality deficiency associated with this device related to bends in the dc shaft, difficulty in positioning the clip, or the clip being caught in the chordae. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is being filed as a bend in the clip delivery system (cds) shaft was observed while the device was in the left ventricle. Although there was no adverse patient effect, a device bend in the left ventricle has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, when the cds was advanced from the left atrium to the left ventricle, the delivery catheter made a bow towards the left ventricle outflow tract (lvot) and a strong anterior movement was observed. The device was removed from the anatomy. Another cds was used. The procedure was completed with the implantation of one clip reducing the functional mitral regurgitation grade from 4 to 1. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.